Event description:
It was reported that a home patient experienced a connection issue between the cassette patient line and the transfer set. The patient went to use the restroom and tangled up their patient line which became disconnected from the transfer set. The technical service representative assisted the caregiver with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.